Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported: during a meeting with surgeon and consultant it was reported: patient was implanted with lcp plate and screws date unknown. The plate broke, which was fixed with dls dynamic locking screw on an unknown date. Additional information was requested; x-rays and other details will follow. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was returned.